Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 507 mg/dl which was treated with insulin pump and manual injection. Customer stated that auto mode was used. Customer declined to troubleshoot for high blood glucose. The insulin pump will be replaced, and customer agreed to return the product for analysis.

Manufacturer narrative:
The display window cover is missing. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).